Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector assembly on the device and then observed proper device operation through functional and performance testing. The device was then returned to service for use. The device was not returned to physio for evaluation.

Event description:
The customer reported that their device had a broken pin from the hard paddles assembly broken off into the therapy connector assembly on the device. This broken pin would not allow the connection of any additional hard paddles assembly or therapy cable assembly and would likely not allow the device to deliver defibrillation energy. There was no patient use associated with the reported failure.